Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and it was not damaged. The cable segment stuck out at wrist. Other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a davinci si hysterectomy procedure, the customer noted a broken cable on the mega needle driver instrument. No patient harm, adverse outcome or injury was reported.